Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired 'wer reboot events." In addition, it was reported that the battery compartment was cracked and the threads of the battery cap were stripped. Furthermore, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were unable to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed several unexplained pump reboots. During a visual inspection of the pump, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to maintain an electrical connection, but was unable to fasten securely to the pump. The pump powered on to a dim and discolored display. The pump alarms with a cs 078 alarm upon first rewind attempt. The pumps cover was removed and there was no intermittent condition found to the power circuit. There was moisture corrosion found on the motor flex.